Manufacturer narrative:
Batch review performed on (B)(6) 2023: lot 2239955: (B)(4) items manufactured and released on 03-jan-2023. Expiration date: 2027-11-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 3 weeks after the primary, the patient came in due to signs of an infection and the pathogen is candida albicans. The surgeon performed a washout and revised the liner. The surgery was completed successfully.